Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper led digits display was dim. It was found that the one segment of the d2 component on the system board was defective.

Event description:
It was reported that the device has missing segments on the display. No known impact or consequence to patient.